Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level of 747 mg/dl. The customer was treated with insulin drip, lantus and humalog. The customer declined troubleshooting for high blood glucose. The insulin pump, sensor and the reservoir was not returned for analysis.